Manufacturer narrative:
¿A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. ¿a patient side (lower) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. ¿functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. ¿replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: (B)(4) for pressure sensors. CAPA #: (B)(4) for damaged sear. CAPA #: (B)(4) for iui damages. The customer stated that there was no patient involvement.

Event description:
Broken/damaged. Pressure sensor- check IV, door assy- hinge damage, membrane frame- fluid ingress/contam, pressure sensor- patient side, door latch assy- sear damaged/cracked, motor- motor mount failure and iui- corrosion. There was no patient involvement. (B)(4).